Event description:
Caller states that they have to fill the pilot balloon 3 x more than they used to fill up the cuff. Caller did not have any additional info. The caller confirmed that the tube was not replaced, just an observation with regards to leaking of the cuff.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event. Mfg controls are in place to detect related defects and reduce the potential for occurrence during the mfg process. Info has been added to the database for trending purposes.